Event description:
Note: this report pertains to one of two complaint devices that occurred in the same patient. Please refer to manufacturer report # 3005099803-2010-03457 for the other associated device information. It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stenting procedure within the jejunum. According to the complainant, an initial wallflex stent (the subject of manufacturer report # 3005099803-2010-03457) was implanted into the patient to treat a 3 to 4cm malignant stricture (implant date unknown). At a later unknown date, the physician noted overgrowth within this stent toward the anal end. To treat this condition, the physician attempted to deploy another wallflex stent (the subject of this complaint) within the first stent on (B)(6), 2010. The physician, however, had issues advancing the stent through the tortuous anatomy. Upon removal of the device, it was noted that the distal end was kinked. An attempt was made to repair the kink; however, the physician could still not advance the device through the tortuous region. At a later date (date not provided), the physician ended up deploying a niti-s 20mm stent within the first wallflex stent to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted. The outer sheath was retracted from the distal tip by about 1mm, and a severe kink was noted in the shaft 25mm proximal to the distal tip. Several minor kinks were noted along the length of the clear outer sheath. During a functional analysis, it was possible to partially deploy, reconstrain, and then fully deploy the stent. No issues were noted with the profile of the stent. The inner lumen of the device, however, was kinked in an area consistent with the kink in the shaft. The condition of the returned device is consistent with the complaint event; the complaint was confirmed. The most probable cause is considered to be operational context due to the condition of the returned device and the patient's tortuous anatomy. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Manufacturer narrative:
Patient reported to be over 18 years of age. (B)(4) - additional non-surgical treatment required. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaint devices that occurred in the same patient. Please refer to manufacturer report # 3005099803-2010-03457 for the other associated device information. It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stenting procedure within the jejunum. According to the complainant, an initial wallflex stent (the subject of manufacturer report # 3005099803-2010-03457) was implanted into the patient to treat a 3 to 4cm malignant stricture (implant date unknown). At a later unknown date, the physician noted overgrowth within this stent toward the anal end. To treat this condition, the physician attempted to deploy another wallflex stent (the subject of this complaint) within the first stent on (B)(6), 2010. The physician, however, had issues advancing the stent through the tortuous anatomy. Upon removal of the device, it was noted that the distal end was kinked. An attempt was made to repair the kink; however, the physician could still not advance the device through the tortuous region. At a later date (date not provided), the physician ended up deploying a niti-s 20mm stent within the first wallflex stent to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be good.